Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder rotator cuff repair, the footprint ultra anchor was fractured. All the fractured pieces were retrieved from inside the patient using tweezers and suction. The procedure was completed with a backup device and no significant delay nor further complications were reported.

Manufacturer narrative:
B1, b2: information updated. H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided image found the proximal end of a fractured anchor inside of packaging. The anchor is still attached to the device. The remaining pieces are not present. A visual inspection of the returned device found it was not returned in its original packaging. The anchor is attached to the distal end of the handheld device and is fractured. There is debris in the anchor threads and the shaft of the device. Based on the condition of the product material found during visual inspection additional material testing is not required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Internal complaint reference: case (B)(4).